Event description:
Four contaminated needlesticks have occureed this year as a result of use of the "yktra safe" device iwth lovenox syringes.

Event description:
Four contaminated needlesticks have occurred this year as a result of use of the "ultrasafe" device with lovenox syringes.